Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies and the insulin delivery was suspended due to the low sensor glucose. The customer's sensor glucose reading was 64 mg/dl or 62 mg/dl while her blood glucose reading was 139 mg/dl or 137 mg/dl. The suspend on low limit in sensor settings was 70 mg/dl. Troubleshooting was performed. The product will not be returned for analysis.